Event description:
The customer reported that the autopulse platform (s/n unknown) was broken. The customer did not provide any additional information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
H6 (type of investigation) was updated with an additional code based on the received information. The autopulse platform involved in the reported complaint will not be returned for evaluation because the customer responded stating, "service is not needed." Therefore, physical investigation could not be performed, and the root cause could not be determined.